Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated pacing impedance to 2000 ohms, with a moderate increase in pacing thresholds to 2 volts. Pacing impedance at implant was 627 ohms, and the lead has chronically exhibited slightly elevated impedance of 1200 ohms. It was reported that therapy continues to be available, and no symptoms were observed. A guidant technical services (ts) consultant discussed possibilities for the impedance, including infarcted tissue or infection. Lead fracture or loose connection possibilities were not addressed. The physician has elected to monitor the patient.